Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. Hemolysis is also listed as an adverse event; however, the center only reported elevated ldh (lactate dehydrogenase). Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The reported outflow graft thrombus could not be confirmed through this evaluation. A direct correlation between the reported elevated lactate dehydrogenase (ldh) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted CT images appeared to show dark areas underneath the outflow graft bend relief, when observing a cross-sectional view of the outflow graft assembly lumen. A specific cause for this ¿dark area¿ observation could not be conclusively determined through this evaluation. The center¿s report that the patient had an outflow graft thrombus could not be confirmed through evaluation of these CT images. It should be noted that the submitted system controller log files appeared to show the pump operating as intended, with no captured low flow alarms. The system controller event log file contains data from 19apr2021 at 19:41:31 through 05may2021 at 07:04:46. Calculated average flow ranged from 4.5-5.3 lpm and calculated pulsatility index (pi) average ranged from 2.0-4.3 for the duration of the file. No abnormal trends in pump parameters were observed throughout the file. The pump operated as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had experienced rising lactate dehydrogenase (ldh) over the past few days. An outflow graft thrombus that was discovered via computed tomography (CT) scan. The images from the CT, the patient's lab work, and log files were sent for review. Once all data was reviewed, the presence of a thrombus in the motor chamber could not be confirmed, but that did not mean a thrombus was not present in the circulatory loop. The site reported that there were no changes to patient condition or anticoagulation status which may have contributed to the events. Pump parameters had not been changed. The patient was stable, and their care would consist of conservative management. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended.